Event description:
According to the reporter: the instrument was removed from the abdominal cavity, and the insulation was noted to be sheared off. Upon exploring the abdominal cavity, the staff noticed bits and pieces and curls. The fabric surrounding the metal edge of the endo paddle was not covering the metal on one side of the paddle. It is possible that the black insulation was retained in the abdomen.

Manufacturer narrative:
(B) (4). (B) (4).